Event description:
It was reported that during transport of the pt, the pump disconnected. After reconnecting the pump, the autofill would not work. The iab was then connected to another pump, with similar results. The iab was removed from the pt, and it was noted that there was a leak at the bifurcated connector. There were no pt complications.